Event description:
A candela sales mgr received an email from a doctor regarding a pt who had received laser tattoo removal on her finger, which resulted in third degree burns and blackening of the treated area.

Manufacturer narrative:
Candela qa has contacted the (B)(6) via phone and is currently awaiting further info regarding the system serial number and treatment parameters used. Candela qa has also contacted dr (B)(6) for further pt info. Investigation is currently ongoing.